Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissor (mcs) tip cover accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissor (mcs) tip cover accessory was observed to be damaged with location of damage unknown at this time. No known impact or patient consequence was reported.